Event description:
Eto test results received for this donor. Results: 0.61 ku/l which clinic classifies as equivocal. Results of 0.35 ku/l or less are considered negative and 0.71 ku/I are considered positive.